Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the returned guidewire had the distal tip bent. The guidewire body was kinked approximately at 1.7 inches from the proximal end. The surface of the device was carefully inspected and no abnormalities were observed, it was smooth and uniform. Microscopic inspection revealed that detailed pictures of the guidewire surface were captured and it looked clean, smooth and uniform, without deformations. Dimensional inspection revealed that the overall dimension (od) of the distap tip, middle section and proximal section matches with specification.

Event description:
It was reported that the device coating peeled off. The 90% stenosed target lesion area was located in a moderately tortuous and severely calcified blood vessel. A 325cm rotawire was selected for use. During the procedure, it was noted that the wire was not smooth and slippery enough to advance the burr. It was suspected that the coating might have been peeled off due to severe calcification, but it was not confirmed. The rotawire was simply removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the device coating peeled off. The 90% stenosed target lesion area was located in a moderately tortuous and severely calcified blood vessel. A 325cm rotawire was selected for use. During the procedure, it was noted that the wire was not smooth and slippery enough to advance the burr. It was suspected that the coating might have been peeled off due to severe calcification, but it was not confirmed. The rotawire was simply removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good post procedure.